Event description:
It was reported the system failed to properly save pt image data. Data loss. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.